Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information was received: please provide further information on the event for us to understand this case. Surgeon fired the contour on the rectum and there was burst stapling after he removed the stapler. The burst of stapler happened in the middle of the stapling line and the surgeon able to laparoscopically suture it off in the middle. It was clean tissue (non-radiotherapy tissues). The patient reason of seeing a colorectal surgeon is to avoid creation of stoma as a clear lap low anterior resection does not require stoma. Howsoever, there was a consent between the surgeon and patient on stoma creation should there be any potential complication that can arise from the case. Surgeon attempted the case laparoscopically as the tumor from CT scan is a good candidate for laparoscopic case. Upon going into the patient, the surgeon discovered that the tumor is huge and beyond laparoscopic operation. So, the surgeon converted into open procedure and normally a cut and stapler with our contour together with an anastomosis with our cdh should be able to do the case. Due to the stapler line burst, surgeon had to spend up to 4 hours instead of a normal 2 hours in his standard. Why was there a need for a stoma creation after suturing the burst area? The stoma is created to handle complications should there be one for management of post op. Stoma for anterior resection is created if the surgeon feels there is a necessity for it. In this case, due to the faulty stapling formation, the need was there. Will the stoma be created even if the stapler line did not burst? Is it standard procedure during a low anterior resection? Stoma creation is not a standard procedure for a straight forward case. Should the surgeon feels it¿s a necessity due to unforeseen circumstances, the stoma will be there. And the wish for the surgeons is it¿s just a temporary one. What is the patient¿s condition? The patient as of today 4pm is fine.

Event description:
It was reported that during a lower anterior resection procedure, the staple line burst about five mm after the instrument was removed from the patient. The surgeon ran through a layer of sutures on the burst area and created a stoma for the patient due to this. It was manageable situation as the burst line was about five mm but not entirely according to surgeon but the event was unexpected. Procedure was prolonged thirty minutes. Another like device was used to complete the procedure. Patient is stable.

Manufacturer narrative:
(B)(4).